Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that the magnet rate with this pacemaker had gone from 100 approximately seven months ago, to 90 with three years remaining four months later, and at 90 with 1-1.5 years remaining over the past month. No changes in programming or outputs were reported. Technical services discussed possible causes such as fusion and device operation. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.